Event description:
Additional information received reported that the patient had not gotten any relief from the device, if any relief at all. The battery was now dead and she had not recharged in well over a year. She was suggested to do a physician mode recharge (pmr) and try to get it out of overdischarge. But the device was not bothering her so she was going to just leave it in her body. The patient was glad she gave the implantable neurostimulator (ins) a try.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had no success alleviating pain despite being reprogrammed twice since implantation ((B)(6) 2012). The patient had reportedly been in "such agony" she had contemplated suicide.

Event description:
It was reported that while stimulation was turned on, the stimulation was in the wrong location. The device did not work. Patient was burdened every night with the electronic buzzes to her feet and legs. Patient rarely get more than 3 hours of sleep.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Expiration date was found to be 2013-06-14 after drs review. Manufacture date was found to be 2012-07-24 after drs review. Other: suicidal ideation. (B)(4).

Event description:
Additional information received reported that the patient¿s trial seemed to show some ¿very positive results.¿ it was stated that the ¿batteries¿ were then implanted in the patient¿s buttock. The problem being treated was severe neuropathy in both feet and lower legs. It was reported that when the patient returned to her healthcare professional (hcp) to give him a status report after implant, the battery was found to be dead, ¿although I had followed instructions without fail.¿ it was stated that when the hcp told her about the battery, the patient recalled ¿his staff picking out the battery and the conversation they had about whether it was ¿good¿ or not¿ and the patient noted that she was not part of this discussion, but only heard it across the hallway. The patient stated it ¿would have been super¿ if the device had worked. It was noted that the patient took 5 mg vicodin at bedtime to dull the pain, and the patient noted that it was ¿far worse during night time hours.¿ it was stated that during the patient¿s active daytime activities it was not so bothersome. The patient noted she did not regret having tried the implanted device, the only thing that ¿bugged¿ the patient was ¿the hard lump of battery in my fanny.¿

Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative with a scheduled appointment on (B)(6) 2012. It was reported on (B)(6) 2012 that x-rays showed the lead had not moved. The patient was reprogrammed and was doing "better." Information received on (B)(6) 2012 reported that the device was "not working" for the patient's "chronic" pain in her feet and legs. The patient only got relief by taking "vicodin" at night, which did not always help. The patient was to see her health care provider (hcp) the week after the report.

Manufacturer narrative:
(B)(4).